Event description:
Approximately six months post index procedure, the patient went to the hospital and was not showing any symptoms. Approximately seven months post index procedure, the patient passed away at home. There was no treatment conducted. Postmortem was not performed. The patient had a target lesion in the proximal left anterior descending branch. The lesion had flexion and was type b2, de-novo and eccentric. The lesion length was 13mm and vessel diameter was 2.8mm. In 2006, the patient was admitted for an elective case. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was implanted at 16atms for 40 seconds. The residual percentage of stenosis was 0 and timi flow grade was 3 pre and post procedure. The physician commented that it is possible that there was thrombus. The possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped due to bleeding under the skin and also because the patient had idiopathic atrial fibrillation. The cause of death was unknown, due to the sudden death. The patient's medications included the following: aspirin, ticlopidine hydrochloride, warfarin potassium, heparin and isosorbide dinitrate.

Manufacturer narrative:
Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a male with unknown medical history. The indication for admission to hospital is not known; however, an elective coronary arteriogram revealed a de novo, 13mm flexion lesion in the proximal left anterior descending branch that was described as eccentric and type b2. The safety and effectiveness of cypher has not been established in these types of lesions. The reference vessel diameter was 2.8mm. The lesion was treated with pre-dilation and then implanted with a 3.0 x 18mm cypher stent at 16 atm resulting in a residual stenosis of 0%. Timi flow remained 3 both pre and post-procedure. It was indicated the patient was discharged on ticlid; however; this was discontinued at an unknown time due to complications of "bleeding under the skin." It was also reported the patient had been given heparin, asa and warfarin; however, the timeframe of these medications was not specified. The use of gp iib/iiia inhibitors and measurement of act values was not reported. Approximately six months following the index procedure, the patient went to the hospital for a follow-up examination. No problems with the cypher stent were identified. It was then reported the patient expired at home approximately one month later. An autopsy was not conducted. The stent remained implanted in the patient and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however, there are lesion and pharmacological factors that may have contributed to it. The physician commented the possible cause of the event might have been a thrombus as the ticlid had been discontinued and the patient had "idiopathic atrial fibrillation." There is no clear indication this event was design or manufacturing related.